Event description:
It was reported that this right atrial (ra) lead got damaged while right ventricular (rv) lead was being extracted. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. It was observed that the lead was fractured and outer coil conductor was stretched out approximately 20 mm from the terminal end. X-ray showed the rest of the conductors were intact. Induced damage during explant. Visual inspection of outer/inner insulation and terminal boot pulled away from the seal ring 20mm from the terminal pin.

Event description:
It was reported that this right atrial (ra) lead got damaged while right ventricular (rv) lead was being extracted. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating lead insulation was damaged. Lead also exhibited high impedance and noise observed during lead testing. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead got damaged while right ventricular (rv) lead was being extracted. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating lead insulation was damaged. Lead also exhibited high impedance and noise observed during lead testing. No additional adverse patient effects were reported.